Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of "the screen becomes black and the image does not appear (blackout) the image does not return". Device evaluation, service repair noted image did not display , no image observed , screen is black. Furthermore, the following findings during inspection were noted on the device: there scratches found on curved rubber caused by external factors. The curved rubber adhesive part found missing. The operating part angle fixing part found loose. Scratches are found on the video connector due to external factors. Scratches are found on the operation part due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the case cover due to external factors. Scratches are found on the light guide (lg) connector due to external factors. Scratches are found on the video connector case due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "the screen becomes black and the image does not appear (blackout) .the image does not return ". The issue found during an unknown event. There was no patient harm, no patient impact, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to being built into the tip of the scope, an abnormality (malfunction) of the image sensor unit, an abnormality (failure) of the scope connector unit (internal electric board and electric parts mounted on the internal electric board), or an abnormality (failure) of the system side. Olympus will continue to monitor field performance for this device.